Event description:
It was reported that post a stenting treatment procedure stent damage occurred. The patient presented with chest pain and restenosis in a previously placed non-bsc stent in the 90% stenosed proximal saphenous vein graft (svg) through the left anterior descending artery (lad). A 4.00x20mm promus element stent was successfully deployed in the lesion to treat the in-stent restenosis. Ten days later the patient presented with chest pain and intravascular ultra sound was performed and it was discovered that the promus element stent was damaged. It appeared that the previously placed non-bsc stent had further re-stenosed and was crushing the promus element stent. A 5.0mm veriflex stent was then deployed to successfully treat the lesion. No additional patient complications were performed and the patient's current condition is okay.

Manufacturer narrative:
Age at time of event: 18 years or older.device is combination product.device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).